Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that patient received multiple inappropriate shocks due to at/af misdiagnosis. The battery voltage dropped to 27 percent after 6 months of implant. An alert before device implant date was noted for capacitor charge time limit was reached. The patient will be monitored.